Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted during scheduled generator change out procedure. The device was at elective replacement indicator (eri). There was a high capture threshold on the left ventricular (lv) lead. There was an out-of-range impedance measurement on the right atrial (ra) lead, which had been turned off. It was decided by the physician to extract the leads in favor of new leads. A new crt-d was successfully placed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Additional information received on 10/16/2023 for report number mw5146072 to change the manufacturer's name.